Manufacturer narrative:
Philips service replaced defective parts, including 12v 150ah smf, geo pc, geo q35 ipc coa, fru displayport sl dvi ext. Tx str 310mm, and ip pc revised_ii no hdd, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that geometry movement was partly available due to hardware failure on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.